Event description:
This report is #1 of 1 for complaint (B)(4).

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: during a procedure, reportedly the cable cutter instrument broke interoperative while cutting a twisted 1.5 mm cerclage wire. The technique was completed per the synthes technique guide.

Manufacturer narrative:
Device is used for treatment, not diagnosis. Manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history records has been requested.